Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the aeration failed on the tubing of a small volume folfusor during filling. The pump was being filled with sodium chloride. This was identified prior to use. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Manufacturing date: (B)(6) 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.